Manufacturer narrative:
As reported, the tip of a 6f .070-inch extra backup (xb) 3 55¿125cm vista brite tip guiding catheter was observed to have a crack during pre-use inspection. The device was not used in the procedure. There was no reported patient injury. The procedure was completed by replacing the guiding catheter. An anomaly was noted when the device was removed from the package, and a malfunction was identified before use. The device was inspected prior to opening, and it was stored and prepared according to the instructions for use (IFU). The user was trained to the device, and no difficulty was encountered during preparation. The hospital reported the case as an adverse event to the china national medical products administration (nmpa). The device was not returned as expected. A product history record (phr) review of lot 18315100 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) ¿ cracked¿ could not be substantiated because the device was not returned and images were not provided. The device was stored and prepared according to the instructions for use (IFU) however, pre-procedural handling factors cannot be excluded as a potential root cause. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), ¿inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the tip of a 6f .070-inch extra backup (xb) 3 55¿125cm vista brite tip guiding catheter was observed to have a crack during pre-use inspection. The device was not used in the procedure. There was no reported patient injury. The procedure was completed by replacing the guiding catheter. An anomaly was noted when the device was removed from the package, and a malfunction was identified before use. The device was inspected prior to opening, and it was stored and prepared according to the instructions for use (IFU). The user was trained to the device, and no difficulty was encountered during preparation. The hospital reported the case as an adverse event to the china national medical products administration (nmpa). The device was not returned as expected.